Event description:
A customer alleged melting and signs of damage on approximately thirty devices since (B)(6), 2009 when the sterrad 100nx was serviced and a pm was performed. Identification of the devices and photos of the damage are pending reciept.

Manufacturer narrative:
Ni

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for damage to customer device trending analysis for damage to customer device issues associated to the sterrad 100nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of (B)(4) or "broadly acceptable risk". The sterrad 100nx: photos were received for investigation of this complaint. The ends of the bard filiforms and followers were black and charred (model and serial numbers were unknown). The gyrus acmi semi rigid ureteroscope had bubbling on the control body. (Model and serial numbers were unknown). No photos were received of the parks doppler probes and cables or the medtronic xomed rigid nasal scopes. It was reported the parks doppler probes had pitting inside of the probes. There was damage to the parks doppler cable connections, but the customer did not indicate what the damage was. The medtornic xomed rigid nasal scopes produced cloudy videoscope pictures. None of the devices were recommended for processing in the sterrad 100nx.